Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the underlying cause of the reported hypertension cannot be definitively determined. The blurred vision appears to be a downstream effect, potentially linked to the documented heart block. In turn, the heart block may have developed as a consequence of the reported hypertension. The unexpected intervention noted was result of case specific circumstance as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The valve got fully re-sheathed 1 time due to the implant being too high. The final implant depth at non-coronary cusp (ncc) was 4.8mm and left coronary cusp (lcc) was 9.8mm. The patient developed a left bundle branch block (lbbb), blurred vision and worsening hypertension post procedure. No treatment was required for the lbbb and blurred vision. Diuretic was administered to treat the hypertension.